Event description:
Customer reported, the lcd screen had a crack. Customer's blood glucose was unknown. Customer stated, she noticed it was scratched a few months but not thinks it is actually a crack. Customer was unaware how the damage occurred. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with broken reservoir tube lip, cracked battery tube threads, cracked case at the display window corner, minor scratches on lcd window, scratched reservoir tube window, and cracked case at the reservoir tube window corner. During visual inspection the damage to lcd window is a scratch not a crack as reported by user.